Event description:
It was reported that the user¿s dexcom g7 cgm was not paired to the pump, which resulted in loss of cgm connectivity and automatic dosing stop; the pump had been set to g6 mode, and after guidance the user changed the cgm type to g7 and entered the sensor code, initiating pairing. Symptoms included interruption of automated insulin delivery. Outcomes included dosing cessation until cgm pairing was corrected. Investigation included customer care troubleshooting and user education to align cgm type settings with the sensor in use. Investigation of this case revealed a configuration mismatch between the pump¿s cgm setting and the user¿s sensor, leading to a failed pairing. It was concluded that the event was due to user configuration and was resolved by correcting the cgm type and initiating proper pairing.